Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient reported that she was in the hospital with a blood glucose reading of 656 mg/dl with large ketones. No other signs or symptoms of hyperglycemia were reported. The date of the alleged hospitalization was (B)(6) 2018. The patient could not say whether or not she received treatment and refused to troubleshoot the cause of the hyperglycemia. She continued insulin therapy on the same pump. Multiple attempts to reach the patient again were unsuccessful. This complaint is being reported because the pump cannot be ruled out as a contributor to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 13-jun-2019. Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.